Event description:
It was reported that the patient presented to the clinic via remote transmission from the pulse generator system. Upon review, a non-sustained right ventricular oversensing alert was noted on the right ventricular lead. Examination of the data indicated that the lead sensitivity was set too high. Programming changes for the lead sensitivity was recommended. There were no patient symptoms report. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).